Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sheath split in half during slitting. It was noted the physician is a regular high user of the catheter and said it ¿felt different¿ during slit and sheath broke in half. The catheter was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft split was not on score line. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was received in two pieces. Visual inspection found entire length of the catheter was slit. A slit appeared not on score line, and with spiral snagged slit, and that caused the catheter cut in haft at approximately 18 cm from the hub. No slitter was returned. If information is provided in the future, a supplemental report will be issued.